Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, lead noise issue was observed on the rv lead. Lead is being monitored. Patient is stable.

Event description:
New information received on (B)(6) 2018 states that rv lead noise appeared to be due to oversensing. The cause of the noise issue is unknown. Lead was capped on (B)(6) 2018 and a new lead was implanted. No further information is available.